Event description:
It was reported to resmed that an astral device failed to complete its internal self-test and had a defective main circuit board. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs confirmed the reported failure to complete its internal self-test. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported complaint was due to an isolated component failure within the device main circuit board (pcba). Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Manufacturer narrative:
The device was returned to resmed and an evaluation confirmed the complaint. The pneumatic block and main circuit board required replacement. The device was scrapped due to customer declined service. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device failed to complete its internal self-test and had a defective main circuit board. There was no patient harm or serious injury reported as a result of this incident.